Event description:
The arjohuntleigh account executive spoke with facility rep (B)(6) about sling breaking. The inter belt broke away from the outer sling. She stated that while their employee was lifting the pt with the (B)(6) the sling gave way. The pt slid down to the floor. (B)(6) said there were no injuries.

Manufacturer narrative:
The ae reported that it appeared that the user placed one rope in the yellow loop and the other around the inner belt. Further info will be provided upon conclusion of the MFR's investigation.